Manufacturer narrative:
Please note the patient reported having experienced the issue for "about 18 months" as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had experienced ¿about 18 months of increasing difficulty recharging¿ the implantable neurostimulator (ins). Over time, the patient had been charging for more than four hours and was only getting 2-4 efficiency bars. The patient¿s recharger was replaced and the patient was re-educated in an effort to troubleshoot the issue, but the issue remained unresolved at the time of report. It was noted that weight gain may have led or contributed to the issue. Replacement of the ins was scheduled for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had not experienced continued recharging issues since ins replacement. The patient was doing well and getting good relief as of (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
H6: please note that method code 4117 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was replaced as planned. It was unknown whether the ins replacement had resolved the issue as the patient could be reached since the replacement procedure. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins battery was overdischarged and permanently damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.